Manufacturer narrative:
The patient's weight was unable to obtain. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2021-00050. It was reported the patient began to experience a new pain pattern related to her left leg a day after being implanted with her scs system. In turn, the patient was hospitalized and was discharged from the hospital on (B)(6) 2020. The patient's symptoms have subsided.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2021-00050.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.